Manufacturer narrative:
Correction: the previous or initial MDR submitted on august 04, 2021 was filed inadvertently. No device malfunction/ explantation or serious injury has occurred.

Manufacturer narrative:
This report is submitted on august 4, 2021.

Event description:
Per the clinic, the patient experienced extrusion of the device through the scalp. The device was explanted on (B)(6) 2021. Reimplantation is planned but has not yet taken place at the time of this report.